Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6: patient code 3191 used to capture additional medical/surgical intervention required. H6: corrected device problem code device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
510k: this report is for an unknown cage/spacers: opal. Unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent a hardware removal due to migration of an unknown cage posteriorly on the left side at the l5/s1 disc space. Initially, the patient had a posterior spinal fusion on unknown date. However, during the removal, the cage burred down using a drill in retrieving the implant. Procedure and patient outcome were unknown. It is unknown if there was surgical delay. This report is for one (1) unk - cage/spacers: opal. This is report 1 of 1 for (B)(4). This (B)(4) captures the intraoperative event due to an implant was burred down using a drill upon removal while (B)(4) captures the postoperative event due to migration of the cage posteriorly.

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b5 d1 d2: additional product code d4: part, lot, UDI updated d10 g1 g5 h3, h4, h6 investigation summary visual inspection: visual inspection performed at customer quality (cq) and the cage was chipped at the distal portion (not returned). The break is jagged and oblique and most likely occurred during removal as stated in the event description the cage burred and a drill had to be used to retrieve the implant which contributed to the breakage. No new issues were identified. A device failure was identified. Dimensional inspection: due to post manufacturing damage and the tapered design of the cage an accurate dimensional inspection could not be obtained. Document/specification review: the following drawings were reviewed: - opal spacer revolve assembly based on the review of the above drawings, no design issues contributing to relevant complaint condition were identified. Conclusion: no definitive root cause was able to be determined; its plausible that the breakage occurred during removal as stated in the event description the cage burred and a drill had to be used to retrieve the implant. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history part number: 08.803.051 lot number: 9824987 part manufacture date: 10 jun 2015 manufacturing location: elmira part expiration date: n/a nonconformance noted: n/a DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of opal spacer 10mm x 24mm 11mm height revolve was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. The lot quantity of 20 pieces met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device history part number: 889.961.04 lot number: 7855199 part manufacture date: 27 jan 2015 manufacturing location: elmira part expiration date: n/a nonconformance noted: n/a a review of the device history record for the raw material (tan pin dia 1.2mm) revealed no complaint related anomalies the device history record shows this lot met all requirements at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Part number: peekltri20.20 lot number: 7418225 part manufacture date: 28 jun 2013 manufacturing location: elmira part expiration date: n/a nonconformance noted: n/a a review of the device history record for the raw material peekltri20.20 revealed no complaint related anomalies the device history record shows this lot met all requirements at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated event: the cage was successfully explanted. No other devices were involved. No other cage was implanted.